Event description:
It was reported that patient experienced an infusion set adhesive failure on (B)(6) 2026, where the set fell off during use. This resulted in elevated blood glucose levels [467] mg/dl that was managed with self-administered insulin via multiple daily injection therapy.

Manufacturer narrative:
Initial 2 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.